Event description:
It was reported that insulin pump was no longer holding charge, requiring daily charging. There was no reported impact to customer¿s blood glucose level. Patient requested only that account be documented and declined transfer to technical support, and since pump warranty had expired and device could not be repaired or replaced, no further action was taken.